Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: during a hernia procedure the sponges were shredding. There was no patient injury. A new sponge was used to correct the condition the patient status is reported as good.

Manufacturer narrative:
The device history record (DHR) for lot 15k124762 indicates that (B)(4) cases were produced on (B)(6) 2015. No issues were found in the samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. A bundle of vistec element sponges was sent to the manufacturing facility for evaluation. Visual examination did not show any noticeable fibers; however, when the gauze bundles were slightly shaken the short fibers fell from the sponge. The reported condition is confirmed. The root cause for the linting is that when the gauze is slit into assigned widths short fibers are created. A vacuum system connected to the slitting process should pull the fibers from the slits. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspection for contamination is performed during each inspection. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action investigation was opened because of linting/short fibers and is currently in open investigation. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident.